Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens in 2007. The patient experienced visual acuity issues attributed to a refractive surprise, and the lens was explanted on two weeks later. The lens was removed with no patient injury and was replaced with a 20.5 diopter collamer aspheric three piece lens. The reporter stated there was no device malfunction, and there was no problem with the lens.